Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco® saf-t wing® blood collection and infusion set butterfly needle did not retract all the way during removal of the device after blood collection. The issue caused a needlestick to the user. The user was seen by an emergency department physician. No permanent injury was reported.